Event description:
The customer advised that the needle is piercing the rubber stopped in a way that is causing rubber fragments to fall into the vials.

Manufacturer narrative:
Upon receipt of customer complaint, personnel from quality, production and other relevant departments were involved in the investigation including retained sample inspection, production process review, no similar problem was found, however hypodermic needle is more likely to coring compared to a dispensing needle during vial puncture. On 2024.03.29 25 pieces of 18g*1 1/2" needles were sampled from the retained sample lot no. 2023.0405 for visual inspection under 10 times magnifier, no needle point defect was found, another 25 pieces of 18g*1 1/2" dispensing needles sampled from c202403671 were used for coring test to perform vial puncture tests, the test results were all qualified except that the hypodermic needle is more likely to have fragmentation. Hypodermic needles manufactured by us are used for hypodermic injection and avoid damage to the vein during puncture, when using the product for vial puncture then the coring process may occur and it is recommended for the customer to remind the end-user that dispensing needle should be used during medicinal fluid preparation instead of using hypodermic needles. More information is needed for further investigation for a thorough investigation, relevant internal report (B)(4) and other documents could be provided upon request.